Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during a common bile duct exploration (cbde) procedure, the basket of the n-compass nitinol stone extractor did not open. No additional procedures were reportedly required, and no patient adverse events were reported. The circumstances surrounding the usage and handling of the device are not known. The product has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Additional information: no unintended section of the device remained inside the patient¿s body. The investigation has been completed. PMA/ 510(k): exempt. A review of the documentation, quality control, and visual inspection of the returned device was conducted during the investigation. No systemic issues were found related to the reported complaint. Reports 1820334-2017-03222 and 1820334-2017-03223 were reported together, allegedly occurring during the same procedure. Two complaint devices were returned for investigation. Device 1: the device was returned with the handle in open position and the basket formation was in the closed position. A visual examination noted the basket sheath is separated inside the mlla (male luer lock adaptor). The support sheath is separated at the nose of the mlla. The remaining portion of the support sheath is no longer adhered to the basket sheath; adhesive is present. The cannulated handle is bent 1.3 cm from the nose of the mlla. The end of the basket sheath is smashed 1 cm from the distal tip of the basket sheath. The basket sheath has a small kink 87 cm from the distal tip. Device 2: the device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The mlla is loose. The pett measures 1.5 cm in length. A visual examination noted the basket sheath is separated 2 mm from nose of the support sheath. The support sheath is bent right at the nose of the mlla. The support sheath is cracked in two locations, one at the nose of the mlla and again at 3 mm from the nose of the mlla with 3 mm protruding. The braiding is exposed at the point of separation. The basket coils are offset in 11 locations. The basket sheath is smashed 1 cm from the tip of the basket sheath. Review of quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.